Manufacturer narrative:
Eval results: visual inspection of the returned product found a small piece of the lens haptic torn off and missing. There was evidence of reddish residue. A lens work order search was performed and no similar complaint was found. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval. Conclusion: (other): an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated a cc4204bf collamer single piece lens would not fold properly, was inserted and removed with no pt injury, no sutures needed. The reporter stated the capsule collapsed. Add'l info has been requested from the facility but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.